Event description:
Patient reported a suspected "leak." Patient, physician, and device information are unavailable and patient has not given permission to contact physician in regards to this event. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Device labeling addresses the possible outcome of leakage as follows: 'deflation of the band may occur due to leakage from the band, the port or the connector tubing."